Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-09-24. It was reported that a revision is planned and the representative met with the patient and surgeon. They were awaiting confirmation of procedure date. The patient's weight was unknown and the details were confirmed with the physician. Caller states that she does not know patient's weight and that all details are confirmed with the managing physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported during impedance measurement there were erratic changes. Electrode 11 and 13 were red (out of range). While testing the 3rd and 15th electrodes would be green at 40,000 ohms and then return to 2,000 after testing again. They tested multiple times with varying results. The representative took an image with phone and was going to send it to technical services. The patient reportedly had bumped her hip, but thought it did not affect the ins. The representative further reported that the patient had fallen but did not think this affected the ins. The representative indicated that oor occurred at 18ma and then much lower in the single digits. No patient symptoms were reported. On previous visits with the patient, normal impedances were seen. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient was unable to increase stimulation. The rep stated that they reprogrammed the device to resolve the erratic/high impedances, and oor. The cause of the issue was not determined. The rep noted that the patient¿s weight was unknown. No further complications were reported or anticipated.